Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7204768.

Event description:
It was reported that the patient was experiencing new pain on the left side. An x-ray was taken and showed that one of the leads had moved. The trial leads were pulled and the patient felt immediate relief. No device malfunction was suspected. The explanted leads were discarded by the medical facility.